Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used at least two (2) cook acrobat calibrated tip wire guides (see related emdr 1037905-2019-00220) and two (2) acrobat 2 calibrated tip wire guides (subject of this report). There are problems where the coating in some cases loosens [coating damage]. A section of the device did not remain inside any of the patient¿s bodies. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to these occurrences.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used at least two (2) cook acrobat calibrated tip wire guides (see related emdr 1037905-2019-00220) and two (2) acrobat 2 calibrated tip wire guides (subject of this report). There are problems where the coating in some cases loosens [coating damage]. A section of the device did not remain inside any of the patient¿s bodies. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to these occurrences.

Manufacturer narrative:
Investigation evaluation: one device from this general complaint was received for evaluation. Our evaluation of the product said to be involved confirmed the report. Approximately 3.8 cm to 5.7 cm from the distal end was a section of bare core wire. The wire guide was bent approximately 9 cm to 18 cm from the distal end. Approximately 154.0 cm to 166.7 cm from the distal end was a section of thinned coating. A section of the coating approximately 0.8 cm long was frayed and hanging from the wire guide, the coating still attached at approximately 154.0 cm from the distal end. A section of the coating approximately 0.3 cm long was frayed and hanging from the wire guide, the coating still attached at approximately 166.7 cm from the distal end. Rough surfaces were found throughout the entire length of the wire guide. The device history records for the wire guide lot was reviewed. The wire guide device history record contains nonconformances that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.